Event description:
Reporter alleged obtaining a discrepant blood glucose value of 97 mg/dl back to back with a result of 320 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that at a different time another comparative test of 420 mg/dl was performed back to back with a result of 125 mg/dl within 10 minutes on the same system. Reporter stated that at a different time another comparative test of 103 mg/dl was performed back to back with a result of 404 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she did not have the strips used and so no product will be returned for eval.

Manufacturer narrative:
The customer is unsure which comparisons were obtained on which system. This medwatch report is for one of the suspect systems used (unk lot number and exp date). Reference medwatch report for the other suspect system used.